Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead might be causing nerve stimulation in the pocket at the implant site. The patient indicates that the patient feels nerve stimulation near the device daily. The ra and rv leads were programmed off to rule out any pacemaker contribution to the issue. The leads remain implanted. No further patient complications have been reported as a result of this event.